Event description:
It was reported that the patient started experiencing again episodes of fecal incontinence. For this reason the patient went to the hospital and they performed lead impedances measurements. They found that all impedances were >4000 ohm. They decided to replace the lead with a new one, connecting the new lead to the interstim ii 3058 already implanted. It was noted that the lead was broken. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3093-28 lot # 0203514390 implanted 2010-(B)(6) explanted 2012-(B)(6).

Manufacturer narrative:
Final analysis of lead model # 3093-28, lot # 0203514390, showed open circuit(s); all conductor wires broken. Lead body conductor broken at or near tines.

Event description:
Additional information received noted that the patient was doing fine with same stimulator and new lead.